Event description:
It was reported that the patient's right hip was revised due to femoral periprosthetic fracture, which contributed to stem subsidence, which contributed to dislocation of the head from the liner. The femoral head was revised to another head and sleeve with a longer neck. Stem and liner were retained.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Manufacturer narrative:
Based on the information provided verbatim there is no indication or allegation that the device reported in this investigation contributed to the event and is therefore considered concomitant. It was reported "that the patient's right hip was revised due to femoral periprosthetic fracture, which contributed to stem subsidence, which contributed to dislocation of the head from the liner." A full investigation is completed on the accolade stem MFR# 0002249697-2022-01131.

Event description:
It was reported that the patient's right hip was revised due to femoral periprosthetic fracture, which contributed to stem subsidence, which contributed to dislocation of the head from the liner. The femoral head was revised to another head and sleeve with a longer neck. Stem and liner were retained.